Event description:
A report was received that the patient has been experiencing dizziness. It was unknown what caused the problem. The patient was advised to keep the stimulator off for a full month to completely rule out the stim being the problem.

Manufacturer narrative:
Additional information was received that the patient was doing well and the main reason for the dizziness was due to shuffling of medication.

Event description:
A report was received that the patient has been experiencing dizziness. It was unknown what caused the problem. The patient was advised to keep the stimulator off for a full month to completely rule out the stim being the problem.